Event description:
It was reported that the patient received a patient notifier for low hv impedance. Patient presented to clinic and impedance values were normal. Lead will be monitored.

Manufacturer narrative:
No medwatch form was received.